Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 1604 mg/dl. The customer's current blood glucose is 110 mg/dl. The customer did experienced symptoms such as confusion, feeling sick, pain and vomiting a result of high blood glucose. The customer was treated with insulin pump and insulin drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs and dka found on apr 14, 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Pump successfully downloaded traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of apr 14, 2022, there was no bolus recorded daily total of bolus insulin delivered: 0 (0 u) and no unexpected alarms/suspends noted. However, insert battery alarm was recorded and found in the formatted history file on: 04/14/2022 22:22:20.000 to 04/14/2022 22:36:00.000. Low battery alert was recorded and found in the formatted history file on: 04/14/2022 12:46:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 04/14/2022 22:22:33.000 to 04/14/2022 22:25:20.000 replace battery alert was recorded and found in the formatted history file on: 04/14/2022 22:17:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 5/6/2022 9:39:58 am to 5/12/2022 6:19:00 pm. There was no data available for the event date of apr 14, 2022. Unable to check power data for low battery alert, failed batt/battery failed alarm and replace battery alert. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was hospitalized due to high blood glucose on (B)(6) 2022. Customer's blood glucose was 1064mg/dl.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.